Manufacturer narrative:
A ge service representative performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that during a procedure, they had to reboot the system. A charger failed error message had occurred. There is no report of patient injury associated with this event.